Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint is not confirmed. The returned meter powered on with button press and strip insertion. Did not observe power issue with strip port. No errors or additional issues were confirmed.

Event description:
Customer reported a port issue, noting his freestyle lite blood glucose meter would not turn on with test strip insertion. He further reported experiencing difficulty speaking, disorientation and leg cramps. Paramedics were called, administered glucose via intravenous infusion, but did not transport the customer. Customer self-treated by ingesting an unknown number of glucose tablets, drinking juice and eating a cookie. There was no report of death or permanent injury associated with this event.